Event description:
It was reported patient's lead had high impedances and was found fractured. Surgical intervention took place during which the lead was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Section b3: date of event is estimated.